Event description:
The pt underwent revision surgery in 2008 due to a skin irritation problem. The surgeon repositioned the bed of the implant without changing the position of the electrode. Advanced bionics is in the process of gathering more info. Once more info becomes available, advanced bionics will submit a supplemental report.